Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After successful deployment of one clip, the second clip (70927u110) was advanced and positioned on the leaflet. Resistance was felt during lock line removal; however, it was removed slowly and the clip successfully deployed. Upon examination of the lock line a thickened part was observed. Final mr was grade 1-2. There was no reported adverse patient effect or a clinically significant delay in the procedure. The patient was stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The lock line was returned and all available information was investigated. The reported irregular texture/knot in the lock line was confirmed. The reported difficult to remove the lock line could not be replicated in a testing environment as the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, while the inability to remove the lock line appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.